Manufacturer narrative:
Reported event: an event regarding a periprosthetic fracture involving a anato stem was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided x-rays and medical records by a clinical consultant noted the following; [...] Procedure-related factors: - surgical preparation in osteoporotic bone - direct anterior approach patient-related factors - osteoporosis device-related factors: - none diagnosis: - an adverse mix of patient-related (osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone and direct anterior approach) have caused a periprosthetic fracture requiring revision surgery.[...] -device history review: not performed as lot details were not provided. -complaint history review: not performed as lot details were not provided. Conclusions: a medical review concluded [...] An adverse mix of patient-related (osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone and direct anterior approach) have caused a periprosthetic fracture requiring revision surgery.[...] No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Revision surgery was performed due to peri-prosthetic fracture after a successful hip tep with anato stem.